Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 pocket a6 was failed and showed read write or invalid cubie memory error on the station. A field service engineer reseated the retractor band and row board cable at the back of the machine, disassembled the drawer, and removed all row boards, manually ejected cubie a6 from the row board, reassembled the drawer, and reseated the row board cables before reinstalling the cubies, leaving a6 out, coordinated with the customer to recover and unload the medication from a6 and relocate it to alternate inventory. Subsequently ran the hardware test application (hta), which completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 pocket a6 was failed and showed read write or invalid cubie memory error on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.